Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 140 mg/dl (patient's mobile system) and 80 mg/dl (friend's unknown accu-chek system). The patient thinks the friend's meter was an accu-chek nano meter, but he was not sure of the model. However, the patient knows it was an accu-chek meter.